Event description:
Per company rep., in an elective procedure, the physician set up the device, intubated the pt, inserted the device and applied suction. The paddle was depressed to fire a band and the band did not seem to fire. The physician made another attempt to fire the band and it did not seem to deploy. The device was removed from the pt and another device was used to complete the procedure.